Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified; however, the alleged touchscreen issue was not verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem¿s technical support (cts), the malfunction alarm was cleared. After the pump was reset, the customer reported that the touch screen was unresponsive. Customer's blood glucose was 238 mg/dl. The contact reported that an alternate method of insulin delivery would be obtained and declined further follow up from cts.